Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device ppmcem batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: "the wire is fragile" please explain in more detail what do you mean? The thread was fragile : when we performed the knot the tread broken frequently. When did the event occurred (removal from package / during passage through tissue/ during tying / post-op)? The event occurred during junctions on intradermal overlock what is the name of the procedure? Lumbar arthrodesis, laminectomy and herniated disc. What is the event date? Between june 1 and 12, 2020. What is the patient's current condition? Unknown. What was used to complete the procedure? Another thread. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lumbar laminectomy procedure on an unknown date; and a suture was used. During the procedure, the suture broke while tying an intradermal overlock during passage through the tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.